Event description:
It was reported that the force sensor test error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top case was cracked/chipped by the left and right front bottom corners. Cracked keypad lens support, cracked right plunger case, visible contamination by the "l" bracket pole clamp, by the power supply retainer cord and between the cases. Check syringe plunger sensor was found in event history log. The technician performed syringe test and used biomed diagnostics monitor syringe plunger sensor (digital sensor true/false). The reported issue was duplicated during self test. The root cause of the reported issue was found to be left plunger case and flippers was stuck when plunger lever actuated. There was contamination found on plunger head. The technician replaced left plunger case and performed calibration on the pump, which passed all the functional tests.